Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump did not work correctly and only delivered 84 ml instead of 100 ml. Per reporter the battery back was observed to be very loose. No adverse patient effects were reported. No additional information is available at this time.